Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose unknown, but states that blood glucose was low. Customer reported to have hit another car and was pulled over by police. Customer was taken to the hospital where he was treated with glucose through IV and food. Customer also reported to have been hospitalized on (B)(6) 2016 with blood glucose of 45 mg/dl. Customer was pulled over by police and taken to the hospital where he was treated and released. Customer would call back.